Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:02:49. During night drain cycle four, the patient's ultrafiltration reading was 1824ml, indicating the home patient drained 1824ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes mechanical and electrical testing on the device. During the device evaluation, an increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause of the issue was determined to be false empty detect and use error. The clinician inappropriately set the minimum drain volume percent too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." There was no non-conforming product found during sample analysis that was related to the reported issue. A service history review showed no failures/problems that were the same as, or similar to the reported event. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted..